Event description:
Medtronic received information from a patient that this mechanical valve was explanted after 10 years implant duration because the doctor said it was "too small" (patient prosthesis mismatch). The valve was replaced with a medtronic bioprosthetic valve. One week following the heart valve replacement surgery a non-medtronic permanent pacemaker was implanted. The patient stated the permanent pacemaker implant was due to atrial fibrillation (afib). The patient did not know if the af was pre-existing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned, therefore no product analysis can be performed. Conclusion: conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the information provided, the cause of the reported issue was due to patient prosthesis mismatch. Per the instructions for use (IFU), cardiac arrhythmias are a potential procedural complication and are associated with any cardiac or thoracic procedure, and can be resolved with medical treatment or the implant of a permanent pacemaker. (B)(4). (B)(6).